Manufacturer narrative:
The device was returned with the catheter cut and balloon was not returned. The introducer sheath and core wire were separated from the device handle. Investigation revealed that button 2 had been depressed but the button 3 was not retracted. Button 3 retraction movement was checked and slight resistance was felt. Upon subsequent disassembling of the handle housing, button 3, and the sled assembly were inspected for anomalies that may have obstructed the balloon retraction. No anomalies were observed, however, dry blood was noted on the catheter which would explain the resistance felt during investigation. The review of the lot history record indicated that there were no deviations or nonconformances during the manufacturing process that would have caused or contributed to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the provided information and without the returned balloon for a complete investigation, the probable cause for the reported button 3 issue could not be conclusively determined. A CAPA has previously been issued and completed that addressed reported incidents resulting in button 3 retraction issue. Should additional relevant information become available, a supplemental report will be sent.

Event description:
Following deployment of the mynx ace vascular closure device, the device could not be removed due to a malfunction of button 3, which deflates the balloon. The device was being used for femoral arterial closure following a coronary procedure. The user cut the catheter in an attempt to remove the device by hand. Upon doing so, the deployment system separated from the catheter and exposed a micowire contained in the catheter. The user was able to remove the wire along with the mynx ace from the patient. Manual compression was held for 30 minutes or less to achieve hemostasis. The patient was reported to have recovered. It was unknown if the patient's hospitalization was extended as a result of this incident.